Event description:
Heparin drip infusing at 6ml hr (.1 unit/kg/hr) at approximately 1905, rate increased to 15.2ml (.25 units/kg/hr). Time of change was found when pump was downloaded. Staff not in patient room at time, rate increase noted at 2030.